Event description:
It was reported that during a post-op of a surgical revision procedure, high impedances were measured on all electrodes despite the amplitude that was used during the testing. Intra-operative impedances were within normal range. The patient only felt stimulation at low amplitude settings. Additional information was requested.

Manufacturer narrative:
(B)(4).